Event description:
Same case as MDR ID: 2134265-2013-08359. (B)(4) study. It was reported that atypical angina and in-stent restenosis occurred. On may 2010, the patient presented with stable angina and myocardial infarction (non q wave- non st-elevation mi). Cardiac catheterization was recommended and coronary angiography was performed. Subsequently. The index procedure was performed. The target lesion was a long de-novo culprit lesion located from mid right coronary artery (rca) to distal rca with 90 % stenosis and was 40 mm long with a reference vessel diameter of 3.5 mm. The lesion was treated with direct stent placement using two stents (3.50 x 38 mm taxus liberté long stent and 3.50 x 12 mm taxus liberté stent). Following post dilatation, residual stenosis was 0%. Following placement of study stents, jailing of the two acute marginal branches with timi 0-1 flow was noted. The patient was treated with medication and these vessels appeared to have more flow. Following treatment, possible clot versus spasm was expected which was not treated due to 1mm vessel. In addition, the patient experienced "chest pain after cardiac catheterization secondary to the jailed vessels" and the physician treated the event with morphine. Two days post procedure, the patient was discharged on aspirin and prasugrel. On (B)(6) 2013, the patient presented with the typical anginal pain. At the time of the event, the patient was on aspirin and open label prasugrel. The patient had never taken study drug during the study. Coronary angiography was performed. One day from event, 80% mid rca was treated with balloon angioplasty and placement of 3.0 x 9 mm non-bsc drug eluting stent. Following post dilatation, residual stenosis was 0%. On the same day, the event was considered to be resolved without residual effects. The patient was recommended to use aspirin and prasugrel.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that there was possible thrombus present prior to index procedure, which persisted post deployment of the stent. On (B)(6) 2010, the patient presented to the emergency room with episodes of chest pain associated with some jaw pain. A possible thrombus was located in the rca. The two study stents were placed in an overlapping fashion. The event jailing of the two acute marginal branches was thought to be due to "possible clot versus spasm" which could not be clearly differentiated was then treated using integrilin bolus. In addition, the in-stent restenosis that was previously reported did not occur as the study stents were found to be widely patent and the 80% narrowing was noted in the mid portion before the location of the study stents. Post target vessel revascularization, the patient was discharged on aspirin and prasugrel.